Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements upon interrogation at routine follow-up. The out-of-range measurements were noted to be intermittent dating back several months but were within normal limits when tested manually in clinic. All other lead measurements were noted to be stable and within expected range. Rv electrograms (egms) were reviewed and no instances of noise were observed. Despite this, a lead conductor fracture was suspected. Provocation testing was performed and did not elicit any noise/artifact or impedance changes. Boston scientific technical services (ts) suggested that given noise/artifact could not be reproduced and stored egms were clear that the high shock impedances may have been the result of environmental interference. Also, due to a recent firmware update to the device, measurements may stabilize as a result of changes in how daily measurements are collected. The physician plans to follow the patient with increased frequency to assess whether the firmware update resolved the out-of-range measurements. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating intermittent out-of-range shock impedance measurements continue to be observed despite the firmware update to the device. Despite attempts, no further information could be obtained. No adverse patient effects were reported. This system remains in service.